Event description:
The complainant alleged that during routine testing by a biomed that the device paddles were arcing during a defib test. The complainant indicated there was no pt involvement with this reported malfunction.